Event description:
A customer reported several issues with their pump, unresponsive touchscreen requiring multiple presses, and missing parts that exposed internal components. There was no reported impact to the customer¿s blood glucose level. The customer, who was out of warranty, opted not to follow up with technical support and was in the process of obtaining a new device.